Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) from (B)(6) alleging that her onetouch verio pro meter would power off before she was able to test the blood sample. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. However, the patient did mention she believed that the alleged issue was happening as a result of her testing process (she was turning the subject meter on prior to testing her blood glucose). Based on the information provided, this complaint is being reported due to the following conclusion(s): the patient claimed that the subject meter continued to prompt an apply sample message. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.